Event description:
"Left-sided abdominal pain following a retropubic synthetic mid- urethral sling. Cystoscopy, excision of left-sided abdominal arm of mid-urethral sling." Procedure: cystoscopy, excision of left-sided abdominal arm of mid-urethral sling.